Event description:
Reporter indicated that pt's device was programmed to off and was explanted approximately 13 months later due to coughing and choking with the vns therapy. Device diagnostic testing was within normal limits, indicating proper device function. Adjustments to device settings did not alleviate the pt's symptoms. It was reported that the symptoms resolved after the device was programmed to off and that the pt had never received efficacy with the vns therapy. The pt reportedly had paranoid ideations regarding the vns therapy.